Event description:
It was reported that patient presented device data via merlin.net transmission with non-sustained lead noise episodes. Upon investigation, a mismatch between the far field and near field channels was observed. The device was not reprogrammed and patient is well. No further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.